Event description:
Customer reported that they were in the hospital due to kidneys. Customer stated that they were unable to remove their battery cap on the insulin pump. Customer's blood glucose reading at the time of the call was 600 mg/dl and has been treating with manual injections. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with battery cap damage due to a stripped coin slot. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.